Event description:
Litigation alleges patient experienced severe pain and discomfort, loosening of the hip implant, and difficulty ambulating. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records indicate that the patient had loosening of the stem records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers this complaint closed at this time.